Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV tubing set was involved in an infusion which did not complete in the allotted time. The reporter stated that this occurred during a patient infusion of 100 cc of an unknown drug using a non-baxter infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.